Event description:
It was reported to ge medical systems that a field service engineer working alone was found unconscious at the site of a ge 3t signa mr system installation at the hosp. A call was immediately made for emergency medical assistance. Attempts to revive the field service engineer were unsuccessful. The cause of death was reported to be asphyxiation by a medical examiner. The field service engineer was reportedly in the process of performing a magnet cool down procedure using liquid nitrogen. An investigation of the circumstances surrounding this event indicates the field service engineer was working in a stand-alone building where the mr system was being installed. The doors to the outside of the building were reportedly closed limiting external ventilation. Liquid nitrogen containers were used inside the building to perform the cool down and gas from the containers appears to have been vented into the room where the magnet was being installed. A check of the installation instructions indicates that warnings are included about the potential hazards associated with the use of nitrogen. A review of the installation instructions is underway.